Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00306.

Event description:
The patient was undergoing a coil embolization procedure in the m1 of the middle cerebral artery (mca) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached nine smart coils into the target vessel using the handle. The physician then advanced the tenth smart coil in the target using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician made two additional attempts; however, the smart coil did not detach. Afterwards, the physician attempted to manually detach the smart coil; however, it would not detach. Therefore, the entire system was removed. The procedure ended at this point. There was no report of an adverse effect to the patient.